Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to operational context. It is likely that an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
Anvisa (B)(4) report received that states, "during the endovascular repair procedure of an abdominal aortic aneurysm and right iliac, when the doctor pulls the sutures to proceed with arterial closure, the traction of the posterior portion of the perclose did not bring the sutures for artery closure. Eight materials were used, and only two worked."